Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented with the pacemaker exhibiting an incorrect diagnostic measurement. No intervention was reported. The patient was stable throughout.

Event description:
New information received notes that the patient had initially presented in-clinic. Corrective intervention was performed to address the malfunction.